Event description:
It was reported that this patient experienced loss of capture and pacing inhibition, resulting in a third degree heart block. The patient is pacemaker dependent and was subsequently hospitalized. The physician elected to explant and replace the device, as well as to surgically cap and replace the competitor's right atrial (ra) and right ventricular (rv) leads. The patient was stable with no additional adverse consequences reported. The device was received for analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This report is being filed for additional information in b5, h6, and h10. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient experienced loss of capture and pacing inhibition, resulting in a third degree heart block. The patient is pacemaker dependent and was subsequently hospitalized. The physician elected to explant and replace the device, as well as to surgically cap and replace the competitor's right atrial (ra) and right ventricular (rv) leads. The device is expected for analysis, but has not yet been received. The patient was stable with no additional adverse consequences reported.